Manufacturer narrative:
Qc was within established ranges before the event. A field service engineer (fse) replaced the tpm module.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein module (tpm) results generated by the unicel dxc 800 pro synchron clinical systems. Customer re-tested patient samples, but no results were amended. Actual results were not provided. No patient treatment was affected.